Manufacturer narrative:
E.1.: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the inner balloon into the device casing/bottle, with additional leakage observed from the top of the bottle near the cap when the device was positioned horizontally which was further described as "a clear leak from the top of the bottle where the cap sits was on an angle¿. The issue occurred during patient infusion. The device was filled with fluorouracil, and chemotherapy solution came into contact with the patient's skin. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.